Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Caller reported via phone call that customer was hospitalized twice. Customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and was released. Customer's blood glucose was 600 mg/dl. Customer had symptoms of dehydration, vomiting, abdominal pain, pale white, and headache. Customer was again hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and was hospitalized for five days. Customer's blood glucose was 569 mg/dl and had the same symptoms. Customer was wearing insulin pump during both hospitalizations. Caller reported that reservoir was malfunctioning. Caller states that while attempting to fill reservoir, insulin was flowing back into vial. Caller was advised to fill reservoir with air prior to filling. Caller also reported no delivery alarms which were resolved by a complete set change. Caller was not able to troubleshoot.